Event description:
Product surveillance left a voicemail regarding the iipvs found during evaluation, drain volumes, dates, and cause.

Event description:
During log review notification, an additional issue of increased intraperitoneal volume (iipv) event was found in the therapy logs: occurrence date (B)(6) 2010, during cycle 4, ultrafiltration (uf) of 935 milliliters (ml).

Manufacturer narrative:
(B)(4).device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the homechoice (hc) was evaluated by the product analysis lab (pal). The hc passed both the returned instrument test/evaluation (rite) functional and electrical tests. The reported difficulty of an increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (minimum drain volume percentage set too low). Review of the service history revealed that it passed all required tests and calibrations prior to its release from baxter. No issues were identified that may have contributed to the iipv. The previous return of the device was not related to the iipv. The hc was sent to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).